Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code no longer applies.

Event description:
Additional information was reported by a healthcare provider (hcp) on (B)(6) 2017. It was noted that the pump had been used to deliver compound baclofen. It was noted that there was no patient injury and the patient recovered without sequela. The device wasn¿t into ¿safe mode¿ indicating a potential malfunction and replacement was elected.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 600 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2016 that upon interrogation it was found that the pump was in safe state and a critical alarm was occurring of reset, low battery reset, and safe state, but no alarm was heard. The pump logs were checked and per the logs ¿reset occurred ¿ low battery¿ on (B)(6) 2016. It was reported that the patient experienced a sudden change in symptoms of increased spasticity. No further information was reported.

Manufacturer narrative:
Analysis of the pump found low battery reset of an undetermined root cause. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.